Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected); "cystoid macular edema with small residual foveal cyst" (edema, macular). Product problem(s): "lens position 16 degrees off steep axis" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. The surgeon noted, the pt had cystoid macular edema (cme) with small residual foveal cyst and resolving central serous retinopathy. The iol was also noted to be sixteen degrees off of postoperative steep axis. The cme and iol malposition were felt to be contributing to the refractive surprise. The surgeon reported he did not blame the iol for the refractive surprise. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/28/2010 and 06/11/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).